Event description:
The field engineer noted that the system had communication errors and would shut down un-commanded. The customer was able to reboot and restore system functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power line connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.